Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose readings during their first day using the ilet system, with device data showing a high glucose followed by an automated corrective insulin dose and subsequent low glucose, after which no further insulin was delivered; the user consumed soda and juice for correction and later ate toast with jelly. Symptoms included hypoglycemia with associated drowsiness and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.